Event description:
Preliminary information on the problem: due to daylight saving time change, it has been reported the specimen collect time is not correct in the following encompass applications: reports -> new; reports -> cumulative; results -> new; orders -> summary. The specimen collect time is displaying and printing one (1) hour later than the actual collect time only when daylight saving time is active. It is important to note that the specimen collect time is always displaying correctly in the cumulative results display.

Manufacturer narrative:
No patient harm was reported. The reporting site is using the encompass software in an acute patient care setting, therefore, the problem became more obvious and was evaluated as patient risk. Our sunquest encompass user guide, chapter 1, page 6 states the following: sunquest encompass provides clinical information access for physicians and clinicians outside the acute care environment through a secure, web-based delivery system. Precondition to view the software defect: click on patient search and search for an applicable patient who has specimens with a collect time after daylight saving time started ((B)(4), 2009). Click on results >new, review applicable patients results for collect time that is one hour later than actual collect time. Click on reports >new, review applicable patients results for collect time that is one hour later than actual collect time. Click on reports >cumulative, review applicable patients results for collect time that is one hour later than actual collect time. Click on orders >summary, review applicable patients results for collect time that is one hour later than actual collect time.